Event description:
Per dealer, consumer was using knee walker and the knee rest allegedly broke. Consumer fell and the caster on the knee walker then also allegedly broke. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 65960 serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1160852 rev a (jul-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.